Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, it was reported that a minimum fill notification occurred after reloading a cartridge with 102 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue. Additionally, it was reported that drops were not observed to be dripping out of the tubing and cartridge during the load fill tubing sequence. Reportedly, the customer continued to use the supplies as insulin was later observed. Customer's blood glucose level was 320 mg/dl.